Manufacturer narrative:
A field service engineer (fse) went to the customer site and confirmed the reported errors by review of the error log as well as reproducing the reported errors. The fse inspected the alignments on the analyzer and found the seal break and d lane within the sorter were out of alignment. The fse adjusted the d lane to correct the misalignment. The fse ran the analyzer, but error 4053 sorter-z home overrun reoccurred. The fse further inspected the latch mechanism to the sorter and found it was loose. The fse tightened the latch mechanism and performed sorter alignments on the sorter. The fse then validated the analyzer by performing a seal break 10 test as well as a sorter test with no error reoccurring. The aia-900 analyzer is operating as expected. No further action required by field service. The aia-900 analyzer operator's manual under section 12: flags and error messages states the following: [2140] seal break failure cause: a seal break was not detected during a seal break operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact the tosoh local representatives. Check the seal break position in the dispensing lane, the seal break confirmation sensor (B)(6), and the seal break operation. [2204] sorter not picked up cup cause: the cup hold sensor (B)(6) failed to detect a cup during a cup pickup operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check the upper surface of the test cup for contamination, check the seal for curling, and so on. If the trouble occurs frequently, contact the tosoh local representatives. Check (B)(6), the cup pickup position, and the cup pickup operation, and also check the cup control sensors (B)(6), and the sorter scanning operation. [4053] sorter-z home overrun cause: the home sensor (B)(6), which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check (B)(6) and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause was due to the latch mechanism on the sorter being loose and an alignment issue with the seal break and d lane on the sorter, cause traced to component failure.

Event description:
A customer reported 4053 sorter z home overrun error, 2204 sorter not picked up cup error, and 2140 seal break failure error on the aia-900 analyzer. The customer stated the test cup trays are loaded correctly, however there are a lot of dropped unpunctured test cups. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The cause of the reported issues has not been determined, results pending completion of investigation.